Manufacturer narrative:
Device evaluation summary: according to the information received, there are neither deficiencies alleged nor patient injuries or a failure at the device. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsulorrhaphy. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unspecified breast surgery with a 275cc mentor smooth round moderate profile saline breast implant and required bilateral capsulorrhaphy procedure. As a result, the patient underwent bilateral explantation and replacement with unknown breast implants on (B)(6) 2019. This medwatch report is for the right-sided implant.